Event description:
A tandem mobi cartridge alarm was reported by the customer, specifically during the load process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised on the process of returning the faulty pump and was sent a replacement. They were informed of the steps needed upon its arrival, and the customer acknowledged the instructions for putting the pump into storage mode before sending it back.